Manufacturer narrative:
The received instrument exhibits no outward abnormalities. Test and analysis equipment used: aesculap rf- generator "gn 200", snr. (B)(4), microscope "keyence- vhx 5000", digital-camera "panasonic dmc tz8", fluke trms- multimeter, td no. 1838. Visible inspection of the jaw indicated no abnormities such as burned or charred areas. Mechanical function was tested, the clamping and the cutting function worked well. The instrument was connected to an rf- generator "gn 200", serial no.(B)(4), and electrical functions were tested, results are: (B)(4). The "regrasp short" error message during activation with closed and empty jaw (without any tissue) means that there is a contact between the lower and the upper jaw. This is not correct. At this test step the gn200 must announce "regrasp open", indicating no contact between the upper and lower jaw. The instrument was decontaminated for the remainder of the investigation. To find out the root cause of the short in the jaw, microscopic inspection of the jaw was completed. On the surfaces of the lower and the upper jaw melting points were detected. Such pits are indications of shorts caused by staples or faulty insulation in the instrument. The status of the dissection clips (insulation between the lower and the upper jaw) was investigated, it was found that the tongues of the clip are deformed / squeezed. Manufacturing documents were reviewed and found to be according to specification valid during the time of production. The root cause is production related and can be traced back to the dissection clip. During design control, several tests were performed. This type of failure was not recognized, therefore the root cause is most likely manufacturing related . Corrective / preventive action has been initiated, CAPA (B)(4).

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturers evaluation: on-going.

Event description:
Country of complaint: (B)(6). Instrument does not finish coagulation cycle.